Event description:
The customer contacted customer service and support (css) to report rbc and hgb reproducibility problems with their cell-dyn 3700sl system. One patient in 04/06 had the following initial results: rbc 2.36 m/ul; hgb 7.56 g/dl; hct 21.6%; mcv 91.4 fl. On the repeated run the following results were obtained: rbc 3.25 m/ul; hgb 10.3 g/dl; hct 29.8%; mcv 91.6 fl. The results were underlined on the printout, indicating that the results were outside of the laboratories established range, but there were no error messages. Suspect patient results were generated but not reported out of the lab. No impact to patient management was reported.